Event description:
Customer reported false negative reactions with a patient with anti-e that failed to react with cell#17 to the 0.8% resolve panel b lot# vrb198 in manual gel testing with a 15min incubation. Customer reported that the patient in question did have a previous history of anti-e, but cell # 17 (homozygous for e) failed to react. All listed gel cards and panel cells confirmed to have normal appearance and have been stored according to their package insert indications. Customer also stated cell # 17 was tested for reactivity of the e antigen and was positive.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).